Event description:
It was reported that a user experienced difficulty seeing drops in the infusion set fill tubing while changing supplies on an ilet system with a contact detach set, required live guidance to complete the change, and subsequently exhibited hyperglycemia with a blood glucose of 377 mg/dl despite insulin delivery resuming. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms and no hospitalization. Investigation included troubleshooting and user education on supply change and confirmation calls to trend glucose after resuming insulin. Investigation of this case revealed an unclear cause of hyperglycemia with no device alarms and no confirmed device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.